Event description:
It was reported that the right ventricular [rv] lead was noted to have extra cardiac muscle stimulation and elevated threshold measurements. It was also reported that the rv lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.